Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The following results were observed: - on (B)(6) 2021, a sample with barcode (B)(6) generated a hepatitis b virus (hbv) reactive result with a cycle threshold (CT) value of 38.6 using mpx reagent lot g07145. The sample was re-tested on (B)(6) 2021 and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated a hepatitis c virus (hcv) reactive result with a CT value of 38.7 using mpx reagent lot g07145. The sample was re-tested on (B)(6) 2021 and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated a human immunodeficiency virus (hiv) reactive result with a CT value of 38.1 using mpx reagent lot g07145. The sample was re-tested on (B)(6) 2021 and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated an hbv reactive result with a CT value of 40.1 using mpx reagent lot g07145. The sample was re-tested on the same day and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated an hbv reactive result with a CT value of 38.5 using mpx reagent lot g15705. The sample was re-tested on the same day and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated an hcv reactive result with a CT value of 42.2 using mpx reagent lot g15705. The sample was re-tested on (B)(6) 2021 and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated an hcv reactive result with a CT value of 40.8 using mpx reagent lot g15705. The sample was re-tested on (B)(6) 2021 and a non-reactive result was obtained using the same reagent lot. - on (B)(6) 2021, a sample with barcode (B)(6) generated an hcv reactive result with a CT value of 44.4 using mpx reagent lot g15705. The sample was re-tested on (B)(6) 2021, and a non-reactive result was obtained using the same reagent lot. Serology testing for all donors was reported as negative. The results were not reported to the patients.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay was performing within specifications. A review of the data indicated that the observed late cycle threshold (CT) values for hiv, hbv, and hcv were consistent with values near the assay's limit of detection (lod). Such results can waver between reactive and non-reactive due to the nature of the test when viral loads are below the lod. Positive and negative control results were robust and sigmoidal, further confirming proper assay performance. Serology testing for all donors was reported as negative. The device remains in operation at the customer site, and no harm has been alleged.